Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The reservoir fit into the reservoir compartment correctly. The reservoir tube was cracked. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 294 mg/dl at the time of the event. The customer stated that the reservoir was not connecting into the insulin pump correctly. The customer stated that he pushed the reservoir into place and it delivered insulin into his body. Nothing further was reported.